Event description:
The customer reported that during an angiogram procedure, the rotator broke during injection. No harm or injury was reported. The customer reported three defective devices but did not provide any further information or clinical details for the additional events. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device evaluation. The evaluation has not been completed. Evaluation conclusions: a follow-up report will be submitted when the evaluation has been completed.